Manufacturer narrative:
The user reported differences between the sg and the bg values and mentioned that they were taking a tetracycline class antibiotic. The user was educated on medication guidance, indicating that medications in the tetracycline class, may impact sensor glucose readings and that cgm values should not be relied upon while taking these medications as indicated in the eversense user guide. Overall, bg values meet the sg trends well, with occasional differences due to lag between sg and bg inherent to the sensing technology and calibrations entered during periods of rapid glucose change. Customer care recommended that the user to continue using the system and to enter calibrations when glucose trends were not changing rapidly. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.